Event description:
It was reported that during insertion, the spring wire guide (swg) became "wedged" in the introducer needle and as a result both the swg and needle were removed. Upon removal, the clinician found the swg uncoiled. A second attempt at the procedure, using the right subclavian, was successful. There were no reported pt complications as a result of this occurrence.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.